Manufacturer narrative:
Liebel flarsheim tech support advised customer of a console replacement since they have a dap system with collimator-mounted-displays. Tech support called for follow up and customer stated we will have to call back later. After repeated attempts, without success to contact customer for follow up, tech support closed the service ticket. This unit is supported by (B)(4). Qa will continue to monitor/trend for similar issues and identify significant quality trends to input for corrective action.

Event description:
On (B)(6): customer reports after a power outage, the generator console will not function. Customer does not have a back up room and physician's are having to cancel patient procedures. No reported injury.